Event description:
New information received confirms the patient recovered from the event.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an implant. It was noted that while accessing the subclavian vein, air aspiration was observed and oxygen saturation decreased. Symptoms of dyspnea and distress were observed. A pneumothorax was confirmed. A drain tube was placed to address the pneumothorax. Further information was requested but was not available.